Manufacturer narrative:
The investigation did not show any indication of malfunction of the abl90 flex analyzer or the safepico a blood sampler. Looking at the test results from both patients, the first measurement is different than the rest of the measurements on several parameters. This is consistence with a situation where the 1st sample at both patients have been contaminated/diluted with isotonic fluid. If all isotonic fluid hasn't been removed from the a-line before taking a blood sample, the isotonic fluid will dilute the blood sample and this will lead to an increase in cna+ and ccl- and a decrease in cthb and ck+. Hence, it is concluded that these incidents are not happening because of a malfunction in the analyzer or blood samplers, but are caused by an incorrect procedure for blood sampling.

Event description:
The customer complains about deviating measured values on the abl90 flex plus (sn: (B)(6) ) of the parameters cthb and k+ with the new safepico a syringes. The customer has recently started using safepico a syringes (957-204; lot: nr01). Previously, the customer had measured with our safepico aspirator syringes (956-622). The blood sample is taken via an arterial catheter. The arterial system has been in use for a long time and there has been no change in the staff, who are well trained in its use and have the preanalytics under control. The only thing that seems to have changed is the syringe type. Several people have noticed the expected readings in the last few weeks (since the use of the new syringe type), and this has led to an increase in double aspirations. As an example, we have received the following measurement results: mr. Xy's cthb value was 77 [g/l] and his k+ value was 3.4 [mmol/l] on 27.09.2023 at 16:09. At 16:10 the following values were measured for double determination cthb - value of 88 [g/l] and a k+ - value of 4.1 [mmol/l] was measured. The first values of 77 [g/l] and 3.4 [mmol/l] are considered discrepant by the customer. The customer is now wondering if it can be due to the new syringes.